Manufacturer narrative:
This is the same event as 3010536692-2015-01778, -01779.

Event description:
Allegedly, patient was revised due to mom complications: pain; elevated metal ions; difficulty walking-right.